Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient moved to north carolina and no one had followed up with them since implant. Patient had been symptom free for the last year until about 6 weeks ago. They were worried the device was not working. Their symptoms kind of came back. Patient was under the impression they might have a normal everyday uti and saw their primary care doctor. Patient was on their second round of antibiotics and it didn't seem to be working. They tried messing with the settings. Emailed patient physician listings. Sent email to update patient's address.